Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when opening the angio-seal package they noticed there was one small part hanging in the green part of sheath during preparation. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angio-seal sts was returned for evaluation. The header bag, tray, arteriotomy locator, hemostasis sheath, and carrier tube assembly were all returned. No other accessory components were returned. The contents were removed from the header bag. Visual inspection of the header bag and tray did not reveal any anomalies; no green foreign material was noted within the header bag or within the tray. The sheath, arteriotomy locator, and polyfoil pouch were all inspected for macroscopic material and none was found. The arteriotomy locator and the sheath were then imaged under microscopy. No material or deformation was noted with the locking mechanism or the hemostasis sheath hub. The arteriotomy locator was imaged and slight green flash on tubing was noted. The flash was measured and confirmed to meet manufacture specification. Functional testing was conducted. The dilator was able to be inserted in the hemostasis sheath without difficulty. The investigation results verified that returned device was the normal product. As the foreign material in the original allegation was not found, no conclusion can be made regarding the cause of the event.

Event description:
Additional information was received on 6/18/18. The patient had successful pci (percutaneous coronary intervention). A new angioseal device was opened to achieve hemostasis. The patient was reported to be in good condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information, provide the device return date, correct the establishment name, select yes, provide occupation, and update.